Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the cable to have derailed off its track out of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cables were loose at the wrist, where one of the pitch cable was observed to be frayed. The clevis did not exhibit any damage or wear marks. The cable segment that contained the crimp remained installed in the clevis. Upon removal of the instrument housing, loose pitch cable was found at the clamping pulley, with no loose clamping pulley screw found. The instrument electrical continuity passed. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.